Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a blank display after replacing their battery. The customer stated the insulin pump was not bumped or dropped. Troubleshooting found the insulin passed the self test. Troubleshooting was also able to retrieve the display. Customer was advised to monitor the issue. Customer's blood glucose was 154 mg/dl. No additional information provided.